Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis station pages were not visible. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the incorrect role configuration in health sight viewer (hsv), which restricted access to pyxis station pages. The technical support specialist verified the user¿s role assignment, provided the hs viewer configuration guide, and advised the user to clear browser cache and history before attempting to log in again. Multiple follow-up emails were sent to confirm resolution, and the user was informed about the tss planned time off with instructions to contact the hotline for urgent assistance. After monitoring the case for three days without further issues, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.